Manufacturer narrative:
The device was explanted, but was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient presented to the emergency department due to continued weakness in her legs following an implant procedure the same morning. The device was explanted and the patient is currently recovering at a rehabilitation facility.